Manufacturer narrative:
Concomitant products: product ID 3986a70, lot # n366299, implanted: (B)(6) 2013, product type lead; product ID 3708340, serial #(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient was feeling pain and jolting at the battery pocket area when attempting to use stimulation. Patient symptoms included burning sensation at the device pocket. Impedance testing was done, readings were normal. Some stimulation was present in the desired area but the patient was unable to use stimulation due to the feeling of sharp zap and shock at battery site. It was noted that all sensations related to stimulation resolved when stimulation turned off. Reprogramming was required as a result of the event. Issue was not resolved. It was later reported that there was a revision done on (B)(6) 2013. The extension and implantable neurostimulator were explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the implantable neurostimulator (ins) was shocking the patient and was not related to "healing". It was noted that the patient started experiencing the shocking "right away". It was reported that the physician hooked up the ins but the patient was still "out at the time" and when they went back for their post-op visit with the manufacturer's representative it "about shocked" the patient "out of the chair". It was decided to give the patient more time for some healing but nothing changed. The patient did try to turn the device on but it was not working. It was noted that the last time the patient met with the representative "it was too high". The patient was able to turn the device on but could not raise the stimulation higher than 1.0 volt because it was "too much". The patient again met with the representative and a program was found at a "very low setting". Discussion with the patient to have the device removed if they were not happy with the issue. The patient went home and they turned the ins up "one notch" and the shocking sensation started again. The patient decided then they wanted a revision. It was stated by the patient that their healthcare professional (hcp) then decided that the shocking was not due healing but due to the implantable device. The patient had a new ins put implanted and the stimulation was working and was "happy". It was also noted that the patient was now dealing with a separate issue regarding their ankles due to a fall. If additional information is received, a follow up report will be sent.